Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d1, d9, d10, g3, g6, h2, h6, h10. Unknown durom; item#unknown durom cup; lot#unknown multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 - 00611. No products were returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Devices are used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent hip prosthesis revision surgery due to periprosthetic osteolysis of the femoral stem, and an increase in chromium and cobalt levels in the blood. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4). G2- switzerland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : item number and lot number unknown.